Event description:
During verification testing at the service center, it was noted that outer insulation at the female end of the ac power cord was broken and that the insulation of the white wire, internal to the ac power cord, was also broken with exposed wires.

Manufacturer narrative:
The device was received (B)(4) 2012. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.